Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) system was observed to have high impedance measurements on the shocking channel and intermittent left ventricular pacing capture 3 months post implant. A 1.1 joule shock was delivered to test system integrity and the shocking channel was found to have an open circuit. An invasive procedure was performed to address the issue. The crt-d was found to have a loose hv setscrew. The setscrew was successfully tightened and the device remains implanted.